Manufacturer narrative:
Device code 3024 relates to component code 419. Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that there was blood and contrast in the inflation lumen. There was a longitudinal tear in the balloon wall material measuring 7mm long and centered between the markerbands. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities that could have caused or contributed to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 20012. It was reported that during a percutaneous coronary intervention procedure, a no cross occurred. The target lesion was located in the severely calcified distal left circumflex artery. The 15mm x 2.25mm nc quantum apex mr balloon catheter was selected. The nc quantum apex was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a tear on the balloon.